Event description:
This complaint is now reportable based on the analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. However, the returned product confirmed that the shaft fracture occurred 18.9cm from the hub which potentially could have entered the pt's body. While attempting to introduce a taxus express2 2.75x24.0mm drug eluting stent into an unspecified vessel, the hypotube kinked. The physician attempted to straighten the shaft proximal to the kink, but it fractured. There were no pt complications and the procedure was successfully completed with another of the same device.

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the hypotube had broken approx 18.9 centimeters distal from the catheter's strain relief. The device appeared to have been kinked at the point of separation. The hypotube may have snapped due to the application of excessive tensile force which may have initially kinked the device and then resulted in the hypotube breaking. It is advised that care should be exercised when removing the delivery system from its protective tubing and that the hypotube should not be bent or kinked during removal. It is noted that while attempting to straighten the hypotube, it fractured. It is noted that the device failed to meet specs in its returned condition. Analysis of the returned device could not identify any issue with the device that would have contributed to the complaint reported. A review of the mfg record for this particular batch # 7861009 shows that the device met its material, assembly and product specs at the time of its release to distribution.